Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 150 to 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 285 and 294mg/dl. The test strip lot manufacturer's expiration date is 09/23/2018 and open vial date is (B)(6) 2016. Customer received a 40 mg/dl fasting in the morning on (B)(6) 2016 at 06:00am.